Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein a new pocket was created. The patient was reportedly having difficulty linking charger to ipg making it difficult to charge. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.